Event description:
Pt had right total knee arthroplasty done in january 1994. Late in 1997 pt. Began complaining of "catching" rt. Knee. When seen last mo, c/o pain in knee for several mos; was ambulating with a cane. Obvious deformity of rt. Knee. Femur appears to be externally rotated on the tibia. X-rays brought from outside show a failure of the polyethylene component of right knee, with subluxation of the femoral component.